Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator generated several "logs initialization failures" in the diagnostic logs. The ventilator was not in use on a patient at the time of the reported event. The service engineer replaced the universal serial bus (usb) flash drive and updated the software. The se performed extended self-testing on the device and all tests passed.